Manufacturer narrative:
Privacy laws prohibit the customer from providing information regarding the case. The device was not explanted. The device will not be returned for evaluation. The investigation results will be provided in final report.

Event description:
It was reported that the patient passed away. No additional information was provided. It was reported the device operated as intended. No autopsy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , cannot be conclusively established through this evaluation. The patient expired on (B)(6) 2020. It was reported that the device operated as intended. No autopsy was performed, and the device was not explanted for evaluation. Privacy laws prohibit the customer from providing information regarding the case. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists the adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.